Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the stent fell off the stent delivery system outside the body. After the stent was unable to cross the lesion the physician removed it and tried to disinfect the device but the stent fell off outside the patient¿s body.

Event description:
Reportable based on the analysis completed on 30 sep 2013. It was reported that the stent delivery system (sds) would not cross the lesion. The 82% stenosed target lesion was located in the severely calcified and severely tortuous distal right coronary artery (rca). The lesion was predilated one or two times with a 2.0x15mm maverick balloon catheter. A 2.50x20mm promus element plus sds was advanced but unable to cross the lesion. They performed another dilatation. The procedure was completed with another of the same device after several attempts. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed stent was missing from the delivery system.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination found that the stent had detached from the device and was not returned for analysis. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon had the appearance of having been inflated. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The tip of the device was slightly flared and kinked. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).